Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the wire of the fenestrated bipolar forceps instrument was frayed. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the reporter confirmed that the procedure wherein the instrument was used was completed without issue; however, was unable to confirm if there was any instrument issue identified during inspection after the completion of the procedure.

Event description:
Refer to h10/h11 for follow-up information.